Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient called the vad office yesterday to report that his flows and powers had started going up a bit that morning. Site planned to have the patient repeat blood work that afternoon as his last ldh in clinic two weeks prior was as his baseline of 250. The patient then called back around 1600 to report that he was now getting high watt alarms. Patient instructed to come to hospital for admission and further evaluation. Patient was stated to have been hemodynamics stable. It was also stated that log files were sent which verified a quick uptick in powers around 1600 on (B)(6) 2016 and 33 high watt alarms that afternoon. Pump powers 10s with flows >10. Site has decided to forego further medical management due to the acute nature and take the patient back to operating room for an lvad > lvad exchange this afternoon. It was further stated that the patient underwent a pump exchanged that occurred on (B)(6) 2016. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed 33 high watt alarms have been logged since (B)(6) 2016. A rise in power consumption beginning (B)(6) 2016 was observed leading to pump parameters outside the normal operating range on (B)(6) 2016. Analysis of the device revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.